Event description:
360 defib was charged and when physician went to deliver the shock the machine froze. Machine taken out of use and sent to biomed. When doing cardioversion, hit charge and unit froze.